Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s current blood glucose level is 338 mg/dl. The customer also reported other blood glucose values such as over 500 mg/dl, 484 mg/dl, 519 mg/dl, 354 mg/dl, 214 mg/dl, 46 mg/dl. The customer treated for high blood glucose with manual injections. Based on customer¿s report customer did allege under delivery. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the results of displacement test was no reservoir detected. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.